Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Although the customer connected the pump to a power source, it was unresponsive and unable to be turned on. The customer's blood glucose (bg) level was impacted 360 mg/dl. The customer delivered a manual injection to address elevated bg level. It was indicated that the customer had manual injections available as alternate insulin therapy.